Manufacturer narrative:
Doctor was observing erosion with the use of a pc7 device. Risk analysis report includes erosion as a risk for the use of this device.

Event description:
Erosion from pc7 device.